Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system does not start. Review of the log files shows power issues, specifically control module power not ok. Upon troubleshooting, rse found that the equipment does not start, even though the electrical panel was properly turned on. The fse went onsite and discovered that the system had power but was not booting up; there was no power to the mpdu control unit. The fse found a damage to one of the power supplies in the fan tray. To resolve the issue, fse replaced the m cabinet's fan and power supply tray. The defective parts were returned for inspection, and the pdu fantray dcps malfunction were confirmed. The main failing component is discovered to be defective psu01, and the root cause is identified as a defective 24v power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.